Event description:
Customer reports when screwing of the distal luer lock, the ring that supports the luer cracks and slides along the tubing. Disconnection of the set is then impossible. A braun 3 ways stopcock is used in conjunction with the reported set. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One actual sample was received for evaluation. Visual inspection did not reveal any cracks in the collar however, the collar was moved backwards. Batch review performed: this lot was manufactured with satisfactory results. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow up medwatch will be submitted. (B)(4).